Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During an open rectum surgery, two tb-0920oes ware used. In the procedure, the probe of the first tb-0920oe was broke off and fell inside the patient. The fragment was retrieved. However, the fragment was discarded by the user. The user replaced it with second tb-0920oe. After that, unspecified errors occurred with the second tb-0920oe. No further information was provided. There was no patient injury reported. This is the report regarding the breakage of the probe of the first tb-0920oe.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The probe was broken off at 20 mm from the distal end. The fragment of the probe was not returned to omsc. There was a spark mark on the probe. The fracture surface of the probe showed that crack developed from the spark mark. The tissue pad of the subject device was worn. There was a spark mark on the grasping section which had a worn pad. The coating for electric insulation of the grasping section was partially missing. The device history record was reviewed and found no irregularities. Based on the past similar cases, it was known that the tissue pad at the proximal side was damaged since the user activated output while the subject device was grasping a thick and hard tissue. It was also known that the proximal side of the grasping section and the probe came into contact since the tissue pad at the proximal side was damaged, consequently the probe cracked, and besides the probe was broken off when the probe was subjected to a load. And also, based on the past similar cases, it was known that the coating for electric insulation of the grasping section was damaged when the user scraped tissue or coagulum on them with a sharp instrument. The above device handling has warned in the instruction manual as follows. *do not activate output while grasping thick, harder tissue, such as the uterine cervix, with the distal part of the probe tip and the grasping section. Otherwise, the grasping surface (white ptfe pad surface) may be worn out partially. Continued use under this condition may result in exposure of the metal area of the grasping section and a scratch on the probe tip. This could lead the probe tip to breaking and falling off into the body cavity during the output. *when tissue or coagulum build-up, on the grasping section or the probe tip, use a piece of moistened, soft gauze to clean the grasping section or probe tip. Do not attempt to scrape it with a sharp object such as a scalpel and tweezer. Otherwise, the grasping section, ptfe pad or probe tip may be scratched, which leads the probe tip to break and fall off into the body cavity during treatment.